Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise. It was noted that the patient had experienced two falls. Noise was not able to be reproduced in clinic and pocket manipulation resulted in pacing inhibition. No intervention was reported.